Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead, product ID: 37612, serial# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the battery was near end of life (eol). It was stated that the primary cell was to be replaced with a rechargeable implantable neurostimulator (ins). The manufacturer representative wanted to confirm the electrode configuration of the rechargeable ins verses the primary cell (top channel was contacts 0 thru 7). It was later reported that the ins was being proactively replaced. There was a short circuit on electrode pain 8 and 9, 34 ohms (right side only). It was stated that no further troubleshooting was performed, as the patient was receiving good therapy and the healthcare provider (hcp) did not want to disturb the lead unnecessarily. It was also mentioned that the hcp thought he saw fluid inside the housing of the extension. It was added that with the current settings (l: c+, 1-, 2-, 910 ohms, 180microseconds, 129 hertz; r: c+, 9-, 10-, 634 ohms, 180microseconds, 129 hertz), the ins would go from full to 25% in about 7 days. The manufacturer representative was going to not program on the 9 electrode on the right ins due to the short.